Manufacturer narrative:
The operator called the siemens customer care center (ccc) because they observed that an ancillary reagent bottle, standard a, was loaded into the v-lyte diluent slot. The siemens customer care center (ccc) representative was able to assist the operator with priming the incorrect fluids out of the system over the telephone. The correct fluids were loaded in to their proper positions, as per instrument operating instructions. The ccc also had the operator replace the multi-sensor for electrolytes. The cause of the discordant na, k and cl results was a user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The initial patient results were reported out to physician(s). The operator called the siemens customer care center (ccc) because they observed that an ancillary reagent bottle, standard a, was loaded into the v-lyte diluent slot. The patient samples that were run after the standard a bottle was incorrectly loaded on the instrument were repeated on an alternate dimension vista 500 instrument in the laboratory while the ccc assisted the operator with getting the instrument operational. After repeating the samples on an alternate system the operator determined that results for one patient sample were discordant. The corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.